Event description:
Pt in cardiac arrest, defibrillator applied and did not emit any shock. Alternate defibrillator obtained and applied and worked appropriately. Pt with slight delay in receiving shock due to malfunction unable to determine significance of delay in pt outcome. Device to bio-med for work-up.